Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 2mm x 30mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified diagonal artery. After a non-bsc guide catheter was crossed the lesion, pre-dilation was performed with a 2x20 emerge balloon catheter resulting to 65% residual stenosis. Following pre-dilation, a 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the middle part of the stent delivery system and the proximal part of the stent were kinked. The device was removed and the procedure was completed with another of the same device and post-dilated with 2.5x20 quantum balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Promus element plus ous 2.50x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and puled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 2mm x 30mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the severely tortuous and moderately calcified diagonal artery. After a non-bsc guide catheter was crossed the lesion, pre-dilation was performed with a 2x20 emerge balloon catheter resulting to 65% residual stenosis. Following pre-dilation, a 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the middle part of the stent delivery system and the proximal part of the stent were kinked. The device was removed and the procedure was completed with another of the same device and post-dilated with 2.5x20 quantum balloon catheter. No patient complications were reported and the patient's status was stable.